Event description:
Total hip replacement in 2007. Started having pain and difficulty walking the last 6 months. Noticed extreme fatigue, and feeling like something is not right with regards to how my hip use to feel, compared to the way it feels now.